Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) and the personality module surgeon console (pmsc) involved with this complaint to perform failure analysis. The hrsv was analyzed and found to have no failures. The unit was installed onto the test system and on startup it functioned normally. The system was left idle for 20 minutes and monitored, then run through 10 power cycles and checked intermittently. There was no issue found with the hrsv. The personality module surgeon console (pmsc) was also analyzed, and the reported failure was confirmed and replicated. This unit was installed into a test system. No video was shown on the left monitor on the surgeon side console. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) fiels service engineer (fse) went onsite and confirmed the reported issue. The fse replaced monitor and personality module surgeon console to resolve the issue. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the customer called technical support engineer (tse) and reported that the left eye on the surgeon side console (ssc) was black. Tse asked caller to check on vision side cart (vsc) if both eyes are ok, which was the case. Tse requested to power cycle system and to reseat bfc on both side, same issue after that. Tse checked logs but found nothing relevant. Tse asked caller to know if eye left was totally black or if there was backlight or message on it. The surgeon stated at startup both eyes are ok with intuitive logo and after auto test, left eye comes with "no signal" message then comes totally black. Tse asked caller to do another power cycle + ssc breaker which did not solve the issue. The procedure was aborted with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the surgical procedure was abandoned because there was no vision. The patient was anesthetized for nothing, as the procedure was cancelled due to this malfunction.